Event description:
It was reported that during use in patient, this swan-ganz cco catheter did not provide cardiac output (co) properly, and co values declined slowly. The displayed/expected blood temperature was around 38 degrees celsius. After replacing the monitor, the error message, blood temperature out of range was observed. The catheter was not replaced. The monitors functioned properly for other cases. The cable passed cable test. No additional treatment was performed based on this event. No occlusion, leakage or kink was noted with the catheter. The measured values were not affected by the patient's condition. No further information was available. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. The primary device identifier (di) number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: kra, dqe, dqo.